Manufacturer narrative:
Power management board was received at the v60 vent manufacturing facility for evaluation. Visual inspection showed signs of damage on component d37. The pm board was installed in the manufacturer's test ventilator in an attempt to duplicate the reported problem of ventilator does not power up. The test showed the unit did not start up, neither on ac or battery power. The power led was lit yellow when connected to ac but the vent did not start up. The 12vc voltage that powers the 5v sleep voltage converter u49 was only 3.5v. The failure was traced to diodes d37 and d3 which had failed open. This was likely caused by shorting the 12vc signal. Both d3 and d37 were replaced. The pm board was re-installed in the test ventilator. This time, the ventilator started up and operated according to specifications. UDI #: (B)(4).

Event description:
During performance verification test performed at the international service center, the service technician identified the v60 unit was unable to be operated with ac power. There was no patient involvement.